Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported in a literature article that during cardiomems implant, after the sensor was deployed in the left pulmonary artery, chest x-ray showed acute migration of the device to the right lower lobe. The patient was asymptomatic. The patient was taken to the cath lab where right internal jugular access was obtained, and fluoroscopy showed that the sensor embolized back to its original position. A swan-ganz catheter was advanced into the left pulmonary artery and a platinum plus wire was advanced into the a10 branch. The balloon was inflated in the left pulmonary artery, and the catheter was railed forward to lodge the device more distally. The sensor's final position was confirmed to be stable, and the patient was discharged in stable condition three days following the procedure. Device pressure readings were monitored and reviewed weekly. A chest x-ray repeated 10 months later showed the device in a stable position. Additional information was requested but has not been provided by the healthcare provider.